Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit bd max ext enteric bacterial panel have reported serval false positives. The following information was provided by the initial reporter: false positives in ebp. Jagged curves.

Event description:
It was reported that kit bd max ext enteric bacterial panel have reported serval false positives. The following information was provided by the initial reporter: false positives in ebp. Jagged curves.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3007420875-2022-00083 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.